Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2010 and performed to specification up to the 28th august 2011. Multiple manual power ups of ten minutes duration were recorded between (B)(4) 2011 and (B)(4) 2012. The battery became depleted on two occasions during this time and a further pad-pak was installed each time. No further data was recorded until the 2nd june 2015. A pad-pak was installed on the final history log entry date on the 2nd june 2015, the device failed two self-tests due to a low battery. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.